Manufacturer narrative:
In 2009, kci spoke with the plastic surgeon that was treating the pt's sacral wound. The plastic surgeon stated that the pt was present at the facility prior to her death, oriented and complained of a headache. The plastic surgeon stated that the pt was very ill. The contents of the v.a.c. Therapy system canister were not assessed for the presence of cerebral spinal fluid. Although there was no report of a product malfunction, the device was returned to the kci service center for eval. Eval of the device did not reveal any evidence of a product malfunction or defect. The v.a.c. Therapy system met specifications.

Event description:
A pt with multiple sclerosis was being treated with v.a.c. Therapy for a stage iii-IV sacral pressure ulcer in the buttocks region. In 2009, a kci representative became aware of info that alleged v.a.c. Therapy may have removed the pt's cerebral spinal fluid. The pt's primary physician stated that the pt was admitted to the hospital (date not specified) and two months prior a CT scan was performed. The physician stated that the CT scan revealed that the pt had no cerebral spinal fluid in either the spinal cord or in the ventricles of the brain. Upon this discovery, the physician reports that the pt was transferred to another hospital where she later died, exact date not known. The pt obituary states date of death as 2009. The physician stated he did not know if the dura mater was intact. A death certificate was requested; however, not received at the time of this report. The physician states the cause of death as cardiac arrest and brain herniation.